Event description:
The initial reporter stated they received questionable results for 9 patient samples tested with elecsys vitamin d total iii on a cobas e 801 analytical unit. The customer provided data for one patient sample with discrepant vitamin d results. The sample initially resulted in a vitamin d value of 120 ng/ml. The sample was automatically repeated with a 2x dilution and the result did not match the original value. No specific data was provided. This prompted the customer to repeat the sample on a second analyzer. When repeated on a second analyzer, the result was 34.8 ng/ml. The repeat value of 34.8 ng/ml was deemed correct.

Manufacturer narrative:
The vitamin d reagent lot number was 91136501. The reagent expiration date was requested, but not provided. Calibration data showed no issues. A review of alarm trace data showed multiple system reagent short alarms. The trace showed abnormal aspiration errors and sample short errors. These are indicators of possible poor sample quality. The field service engineer found bubbles in the system reagent line due to a leaking fitting. The fittings were adjusted and re-tightened. Air purges were performed and no further bubbles were observed. Controls were run successfully. The investigation determined the service actions resolved the issue.